Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on one of the pins. The reported complaint of reduced battery life was confirmed during this analysis. Elevated resistance was measured across one joint of an inductor, which is believed to have caused a reduction in power efficiency causing the excessive battery current consumption. A CAPA was implemented. In addition, a crack was found in the conductive epoxy at the feedthru pin-to-substrate connection. A CAPA was implemented. This is the final report.